Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the driver tip broke off in the screw during removal of a lapidus plate. Additional information obtained (B)(6) 2019: the patient¿s original implant case was a lapidus procedure. The explant procedure, which was a removal of a lapidus plate and screws, took place on (B)(6) 2019. Devices were being explanted due to patient pain. Date of original lapidus surgery has not been provided at this time. The following devices were explanted during the (B)(6) 2019 procedure: ar-8941 lapidus plate (qty 1); ar-8935l-14 locking screw, (qty 1); ar-8935l-16 locking screw (qty 2); and ar-8935-16 cortical screw (qty1). After the driver tip broke the surgeon chose to not explant the 4.0 headless screw and it remains in the patient¿s body. No fragments of the broken driver were left in the patient.